Event description:
Philips received a complaint from the customer on the v60 indicating that the device is alarming philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The reported issue was confirmed after the device was inspected, cleaned, and tested. Touchscreen calibration was also performed. The touchscreen digitizer was found to be faulty. A replacement part order for repair was placed.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. The device was swapped out for another v60. Per good faith effort (gfe) response, the biomedical engineer (bme) installed the replacement touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.